Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and they visited to emergency room on (B)(6) 2018 with blood glucose level of 470 mg/dl. Customer's current blood glucose level was 340 mg/dl. The customer¿s blood glucose level was over 600 mg/dl. The customer was treated with intravenous fluids, insulin drip, insulin pump. The drive support cap appears normal. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.